Event description:
Device malfunction: none. Symptoms/ae: partial hemianopia. Time of symptoms/ae: one day post procedure. It was reported that the pt underwent successful right internal carotid artery stent implantation in 2007. One day post procedure, the neurologist's examination noted the pt had some decreased visual acuity in the right eye, superior field and no other neurological changes. The pt's nihss noted partial hemianopia. No diagnosis was provided, no diagnostic testing was done, and no treatment was given and the pt was discharged home the same day. No additional info is currently available. Study events.